Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was shocking between the 2 incisions; the patient changed the setting and the shocking went away, but symptoms were not controlled as well and the patient had increasing accidents. It was noted that the event resulted in an unscheduled clinic or office visit, was related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included reprogramming and changing the program, which resulted in the shocking going away, and explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.